Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient ¿spent hours in bed not sleeping because of concerns like this.¿ it was noted that the patient would experience a ¿grounding out, like a spark jumping from his finger to his leg.¿ it was further noted that this began about ¿a day or 2 after the new implant.¿ it was noted that the patient had an appointment with the physician on (B)(6) 2014. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va04rp2, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04jna, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).